Event description:
Attorney's report of patient's alleged wound dehiscence (a rising and expulsion of a wound, usually due to infection), a subcutaneous abscess, pain, exploratory surgery in 2004 and mesh explant four months later.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our current knowledge.